Event description:
It was reported that the patient had a heart attack ¿about three years ago¿ and had been to different doctors and ¿no one knows anything about the pump¿. No further information was provided. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot# j10934r43, implanted: 2002-(B)(6), product type catheter. (B)(4).